Event description:
The user facility reported had a 68-year-old female patient supported by the impella 5.5 pump. The patient experienced a cva during the support. This was observed on second day of the support. Patient had CT imaging done. The patient remained on support for 5 days when care withdrawn.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the stroke/cva has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Data logs showed there was no motor current spike or other relevant abnormal pump metrics on the day of the reported cva. Therefore, it was determined that the cause of the stroke/cva was most likely patient condition and its relation to the impella is unknown.